Event description:
Caller reported an issue with the pump display, which affected the ability to interact with and read the screen, as the display appeared all black with a white line. There was no adverse impact to the customer's blood glucose level as the caller declined to provide specific blood glucose information. To resolve the issue, technical support arranged for a replacement pump under warranty, instructed the caller on how to put the pump into storage mode before sending it back, and confirmed the shipping address. The customer agreed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and understood the process for returning the pump with a prepaid label within the specified timeframe.